Manufacturer narrative:
Customer has been unable to find records that he sent part, although he had intended to send it to us.

Event description:
The product complain report shows the customer alleged no audible alarm. The customer's biomed evaluated the device and could not duplicate the reported event. The customer's biomed replaced the switch as a precaution. It is not verified that the unit had no audible alarm, and no malfunction may have occurred. This report is not an admission by nellcor puritan bennett that this device caused or contributed to the event alleged in this report.